Event description:
Additional information received reported that the patient was still having concerns with their device or therapy but they had not sought further help.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had experienced a burning sensation at the implantable neurostimulator (ins) site for the last couple of weeks prior to the date of the report. It was noted that is burns whether the stimulation is on or off; however, the burning was more intense when stimulation was on. It was also noted that these symptoms started after the patient had fallen. It was further noted that the patient had not had their device checked since one month after implant. The patient reportedly had fallen a couple of times a couple of weeks prior to the report and had also fallen on the implant the night prior to the date of the report. The patient was reportedly also experiencing a shocking or jolting sensation. The patient had turned stimulation back on and stated that it shocked them when they turned it on and it took about 5 to 10 minutes to get used to the stimulation. It was noted that it had been that way since implant. It was further reported that there was a coupling problem. The patient had reportedly been charging since 4:00pm the day prior to the report and again on the morning of the report. It was noted that it was taking a long time to recharge. The ins was reported as only ¼ full. It was noted that the most bars the patient had seen was 6 but it had been lower. It was further noted that this had always been the patient¿s experience since implant. It was also reported that the right side of the ins seemed more tilted outwards and that this was a change. It was unknown when this change occurred. The patient reportedly had gastric bypass surgery and had lost a lot of weight and there was more movement at the ins site. It was noted that the ins ¿jiggles.¿ additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger. (B)(4).